Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16420787 / 16420786, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed a non device related wound infection and it was unknown what caused it. The patient was prescribed with antibiotics and underwent an explant procedure. No device malfunction was suspected.